Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. Evaluation of a picture provided of the device found no signs of defects or other factors that could have contributed to the reported issue of difficulty opening. No tissue was noted on the jaws, and the reported issue could not be confirmed. Review of the device history records for this lot found no potentially contributing entries, and that it was released upon meeting all quality specifications.